Event description:
It was reported that in recovery, post-implant, decreased r-wave amplitude and increased rv capture threshold were observed. The lead was repositioned successfully, and the patient was in stable condition after the procedure.

Manufacturer narrative:
UDI (di): (B)(4).